Event description:
Heating pad was returned to retailer and the only information provided was "caught on fire". No injuries were reported with this incident.

Manufacturer narrative:
Bunching is abuse of the product and a direct violation of the instructions provided. Using an ac circuit higher than the 110-120 volts is abuse of the product and a direct violation of the instructions provided. No injuries were reported with this incident. This incident is direct result of misuse/abuse of the product.